Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis therapy. The peritonitis was manifested by turbid dialysate. The patient refused hospitalization for the event. The cause of the peritonitis event was unknown. On the same day, the patient was treated with intraperitoneal (ip) tazicef (1g daily) and ip vancomycin (1g every 3 days) for peritonitis. Extraneal and physioneal therapies were ongoing. At the time of this report, the patient had not recovered from the event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.